Event description:
On (B)(6) 2022, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The caller indicated that the patient's implanted device is overdischarged. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss did not provide troubleshooting regarding the overdischarge. No symptoms were reported. On (B)(6) 2022, additional information was received from the manufacturer representative (rep). The patient¿s recharger needed replaced. Once that is received he will be calling the rep so we can set up time to trickle charge and jumpstart. At this time it is not completed. On (B)(6) 2022, a rep reported the ins was in overdischarge and inquired about how to proceed with MRI if the hcp does not want to restart the ins. Technical services reviewed MRI guidelines and the MRI eligibility form. An MRI tech reported the MRI was for the abdomen and liver. They also reported that the pt hadn't used their system in a long time and it wasn't working however this hcp didn't have any further details about the timing or whether the pt had tried to communicate with the ins or not. No symptoms reported. Tech services reviewed with the hcp information regarding recovering the ins or working with the implanting hcp to determine MRI eligibility. On (B)(6) 2022, additional information was received from the manufacturer representative (rep) clarifying that this was the same overdischarge that began back in (B)(6) 2022. The rep indicated that they attempted to jumpstart the ins in (B)(6) 2022 and the patient was sent home to attempt a trickle charge. The rep met with the patient again on (B)(6) 2022 to attempt again and was unsuccessful. The issue had not been resolved and it was reported that the patient was being worked up for a replacement. It was reported that factors that contributed to the issue was the patient underwent cancer treatment and stopped using their scs temporarily.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.